Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. Patient's additional legal representation: (B)(6). Surgeon: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. As reported by the patient's attorney, the patient experienced an unknown injury. Subsequently, a mesh removal was performed on (B)(6) 2014. This report was originally submitted via asr. Report identification number: (B)(4). Submission period: march 1, 2015 to april 30, 2015. Asr exemption number: e2013036. Pro code: otn.